Event description:
A health professional reported 3 pt's who developed corneal decompensation after a ceeon model 812a posterior chamber intraocular lens was implanted. This report is for the third pt. No further info is available but this case remains under investigation.